Event description:
It was reported that the patient had been hospitalized for 6 days with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include feeling unwell and weak. The patient was treated with insulin in pens, an infusion of salts, and was left to recover. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.